Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced low blood glucose of 50mg/dl . Other blood glucose mentioned was 152mg/dl. The customer also reported via phone call that the customer has got change sensor alert after sensor update alert. Troubleshooting was done for sensor but the customer declined troubleshooting for low blood glucose value. The insulin pump will not be returned for analysis.